Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right atrial (ra) lead was dislodged as the ra lead exhibited no atrial capture and no atrial sensing. The ra lead dislodgment was confirmed with chest x-ray. The ra lead was explanted and replaced. The patient was in stable condition.